Manufacturer narrative:
Additional information d4, g4, g7, h3, h6, h10. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from the date of manufacture 29nov2018 to the present date 23dec2020 and confirmed that this device was not previously returned for servicing.

Event description:
It was reported that there was an issue with the keypad. There was no patient involvement.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that there was an issue with the keypad. There was no patient involvement.